Event description:
It was reported that the patient experienced high blood glucose levels (282 mg/dl) after eating which was treated with bolus via pump on (B)(6) 2026. The current blood glucose level documented was 201 mg/dl.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).